Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, d6b, h6.

Event description:
Healthcare professional later reported "implants were intact and not replaced". This report is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported "possible rupture", breast pain" and "medial rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.